Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The filter was returned and images were provided. The filter contained 6 legs and 5 arms present and intact. The detached arm was not returned. The arm detached approx 1.25mm from the base of the apex. The break appears to be even with a slightly rough texture. Based upon the returned sample evaluation, the complaint investigation is confirmed for a filter arm detachment. Based on the info reported, the definitive root cause for this event is unk.

Event description:
It was reported that approx six months after implantation of a vena cava filter during the scheduled retrieval, a filter arm became detached. The filter was successfully removed with a snare device; however, the filter arm could not be retrieved despite several attempts and it remains embedded in the ivc wall. There was no reported patient injury.